Event description:
It was reported the video system center displayed error code b30. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the scope communication error (b30) was confirmed. Based on the results of the investigation, it is likely the event occurred due to the bent terminal pins on the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same set of equipment.